Event description:
A pt was admitted to the hospital due to... The pt complained of dizziness and syncopal type symptoms. He was admitted with an hct of 20. The pt was post procedure by 10 days. The stomach was visualized through an endoscope but no active bleeding was seen. The pt was transfused, kept overnight for observation and was released the next day. According to the physician, one bleeder was seen during the original procedure with approx 100cc of blood loss. The bleeder was clamped with the tissue mold for five mins to allow clotting. No more blood was seen and the procedure was continued and ended successfully with a very good valve formed. The physician emphasized that bleeding in a surgical environment is expected and piercing a blood vessel in the tissue is also expected.